Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced feeling lightheaded and the cgm reading was 90 mg/dl, and the blood glucose reading was 56 mg/dl. The patient was given chocolate by her father, but while chewing this, lost consciousness. Her father woke her up and gave her candies and soda. The patient would have recovered and no further treatment was reported to be needed. Before the event occurred, the patient had self-treated with insulin before she ate a meal. A week after the event the patient had an appointment with her doctor to discuss the insulin and carbs intake, and no further treatment was deemed to be necessary. At the time of the report the patient was not feeling well, but there was no indication this was related to the hypoglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.